Manufacturer narrative:
(B)(4).

Event description:
A pacing threshold value greater than 2.5v was noted. This is all of the information provided. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. This lead remains implanted.

Manufacturer narrative:
Lead was capped on (B)(6) 2022 due to increased pacing impedance and noise. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was capped on (B)(6) 2022 due to increased pacing impedance and noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.